Manufacturer narrative:
(B)(4). The receiver data log was reviewed on (B)(4) 2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. It was reported that the patient was using the cgm while under the age of two. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. It was reported that the patient is using the system while under the age of two. The patient's father did not report injury or medical intervention.